Manufacturer narrative:
The technician found the side rail was damaged and is unsure how the side rail had gotten damaged. No further information is available on the repair of the bed at this time.

Event description:
The account alleged that the side rail would not latch in the up position. On injury reported.